Event description:
Legal claim received. It is alleged that the patient suffers from pain, a pseudotumor, and metal on metal issues.**update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort. Part and lot information have been identified. Date of revision has been updated. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Legal claim received. It is alleged that the patient suffers from pain, a pseudotumor, and metal on metal issues.

Manufacturer narrative:
Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correction: manufacturing facility: leeds 8010379 depuy intl., ltd. / 1818910 depuy orthopaedics, inc. / 8010379 depuy intl., ltd. Legal claim received. It is alleged that the patient suffers from pain, a pseudotumor, and metal on metal issues. Doi: (B)(6) 2011- (B)(6) 2011 (left hip). Update: 4/26/13 - litigation papers received. Litigation alleges discomfort. Part and lot information have been identified. Date of revision has been updated. There is no additional information that would affect the outcome of this investigation. Update: 9/11/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A review of the device history records for lot codes 3216507 and 3210257a did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.